Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was "still" receiving an error. It was further noted that the programmer was not needed back. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, however the main processing unit (mpu) circuit board and hard drive were replaced as a preventive measure. It was also noted that the system fan and power supply were noisy and the bezel was contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.